Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) exhibited a stretched helix after becoming caught on the tricuspid valve. The helix issue was noticed when device had to be repositioned after fixation due to a failure to capture and low current of injury. The failure to capture was solely attributed to patient anatomy difficulties. The device also prematurely separated from the delivery catheter during the repositioning procedure. Procedure was completed by swapping out the rv lp. Patient was asymptomatic with no consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-08427. Upon review, the catheter should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that may cause a serious event.